Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1200 passed 46 hour extended tests at customer's settings. The ventilator failed the lap top ventilator final test with a slight non-conformities with the flow and oxygen blending test but are unrelated to the reported issue. The ventilator passed all further testing and no root cause of the reported issue could be determined. Review of the event trace revealed one "ln vent1" condition on 29 jan 2017. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to carefusion that model lap top ventilator 1200 shut down while connected to a patient. The unit turned back on, the screen was frozen and shut down immediately again. The patient was removed from the unit and provided positive pressure ventilation via manual resuscitator for the remainder of the transport. The customer confirmed there was no patient harm associated with the reported event.